Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusions: the black plastic piece reportedly came off the monopolar curved scissors instrument and fell into the patient. The procedure was converted to open in order to remove the broken piece from the patient. However, at this time, the cause of the instrument damage is unknown.

Event description:
It was reported that during a da vinci radical hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the reinforcement ring on the monopolar curved scissor's (mcs) instrument broke off and fell inside the patient. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the initial reporter and obtained the following information regarding the reported event: the mcs instrument was in use for about 2.5 hours before the reinforcement ring allegedly broke off and fell inside the patient. An x-ray was performed in order to locate the instrument fragment. In order to retrieve the broken reinforcement ring, the surgeon made the decision to convert the da vinci surgical procedure to open surgery. There were no issues with removing the instruments during the surgical procedure. It is unknown if any instruments collided with other instruments or accessories during the surgical procedure. Due to the conversion to open surgery, the initial reporter indicated that the patient had a longer stay in the hospital. According to the initial reporter, the patient has since been discharged.